Event description:
It was reported that the patient was in the hospital at the time of this report because, they thought he may have had a stroke on monday morning prior to the date of this report. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Supplemental initiated to report additional information received. Device code (B)(4) replaced with (B)(4) and conclusion code removed.

Event description:
Additional information reported by a company representative approximately eight months later indicated that the patient was hospitalized in late (B)(6) 2014 with "stroke like symptoms" and neurological issues. At that time the company representative was asked to go and check the patient's implantable neurostimulator (ins) system and when they interrogated the device it showed an end of service (eos) message. The patient had their device replaced on (B)(6) 2015. A consumer reported via the company representative that they were concerned about this happening again and wanted to avoid the ins getting to eos so that the patient did not have a loss of therapy. It was indicated that the reported neurological issues were due to the loss of deep brain stimulator (dbs) therapy. It was stated that the patient had to go to a rehabilitation center in order to recover from the loss of dbs therapy.

Manufacturer narrative:
Product ID 3389-40, lot# j0546584v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3389-40, lot# j0546241v, implanted: 2005 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).